Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (prolene mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Can you provide clarification regarding mesh with code pad10 and the manufacturer? Citation: hernia (2014) 18:205¿212; doi 10.1007/s10029-013-1089-4 (B)(4).

Event description:
It was reported via journal article: title: randomised trial comparing lichtenstein vs trabucco vs valenti techniques in inguinal hernia repair" author(s): v. Ripetti ¿ v. La vaccara ¿ s. Greco ¿ f. Bono ¿ s. Valeri ¿ r. Coppola citation: hernia (2014) 18:205¿212; doi 10.1007/s10029-013-1089-4 the aim of the present prospective randomised trial was to compare the techniques of open inguinal hernia repair proposed by lichtenstein, trabucco and valenti, to define the best surgical choice, if one exists, independently of any difficulties encountered in individual cases or the skill of the trainee surgeon. From jul2001 to may2008, 162 patients (n=154 male, n=8 female; mean age of 56.7 years) underwent inguinal hernia repair and were randomized into three groups based on techniques: trabucco procedure (n=54; n=51 male and n=3 female; mean age of 55.6 years [ranged 18-24 years]); lichtenstein procedure (n=54; n=53 male and n=1 female; mean age of 56.5 years [ranged 21-83 years]); and valenti procedure (n=54; n=50 male and n=4 female; mean age of 57. 9 years [ranged 21-79]). In lichtenstein technique, a prolene mesh stitched medially to the fascia of the internal oblique muscle and laterally to the inguinal ligament. In valenti, pad10 (ethicon) was used. Postoperatively, complications included pain at one week (n=15 lichtenstein group and n=8 valentin group), pain at two weeks (n=1 lichtenstein group and n=2 valenti group), discomfort in groin feeling ¿ anesthesia at one week (n=13 lichtenstein group and n=11 valenti group), discomfort in groin feeling ¿ hypoaestesia at one week (n=2 lichtenstein group and n=2 valenti group), discomfort in groin feeling ¿ paresthesia at one week (n=10 lichtenstein group and n=3 valenti group), discomfort in groin feeling ¿ anesthesia at two weeks (n=6 lichtenstein group and n=3 valenti group), discomfort in groin feeling ¿ hypoaestesia at two weeks (n=5 lichtenstein group and n=4 valenti group), discomfort in groin feeling ¿ paresthesia at two weeks (n=7 lichtenstein group and n=2 valenti group), discomfort in groin feeling ¿ hypoaestesia at six months(n=5 lichtenstein group), discomfort in groin feeling ¿ paresthesia at six months (n=1 valenti group), sieroma (n=2 lichtenstein group), haematoma (n=10 lichtenstein group and n=18 valentin group), and wound infection (n=1 lichtenstein group). All minor complications had disappeared, in all cases without further treatment, 30 days after surgery. At median follow-up of 8 years, recurrence (n=1 lichtenstein group and n=1 valenti group) were noted. In valenti procedure, it was believe that pain was caused by the two prostheses rubbing together during the patient¿s normal activity in the first postoperative days. Postoperative pain is correlated to inflammatory response due to the different prosthesis materials used rather than to the different surgical techniques. This study shows that the three types of repair examined are efficient, safe, and easy to perform even by less experienced surgeons, with no important differences in early and long-term outcomes.